Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pain at the ins pocket site. The date of onset of this pain was not specified at the time of the report. It was reported that multiple reprogramming sessions had been attempted without providing the patient relief. The patient had undergone a trial using cervical leads, which positively affected the pain, so the cervical leads were added on (B)(6) 2018 to provide additional pain management. The ins was replaced during that same surgery to try and address the discomfort. The patient was still having pain/discomfort at the pocket site even after the surgery. The rep reports the patient wants the system removed, so surgical intervention has been planned. The cause of the issue could not be determined yet. No further complications were reported or anticipated.